Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that review of device data noted farfield sensing on the atrial channel from the right ventricle (rv). Additionally, two signal artifact monitoring (sam) events were identified. Pacing impedance spikes were observed and both leads had been configured to unipolar configuration. A boston scientific technical services consultant suggested programming the leads back to bipolar sensing and unipolar pacing. Testing was performed and atrial non capture was noted at 5.0v in unipolar configuration so the atrial lead was programmed to bipolar configuration. Lead diagnostics were within normal limits. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system has exhibited farfield oversensing of right ventricular (rv) activity on the atrial channel. In addition, the system had recorded two signal artifact monitoring (sam) episodes, and spikes in impedance and low amplitudes in both the p wave and the r wave were noted. Technical services (ts) was consulted and recommended reprogramming options. Additional information was received, and this system has triggered lead safety switch (lss) due to high out of range rv pacing impedance. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.